Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 5/3/97. On 5/5/97 after iabp for 48 hrs, the iab leaked. The "gas loss" alarm sounded from the pump followed by blood in the tubing. Event complications: unk - rpt'd 5/5/97; none - rpt'd 6/4/97. Pt current status: recovering - rpt'd 6/4/97.